Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a representative regarding a female patient who was receiving and unknown medication via an implantable pump for failed back surgery syndrome (fbss). It was reported this patient had a revision in (B)(6) 2014 due to a flipped pump. The model/serial of the pump, medication type, lot number, concentration, dose, patient symptoms, context of event, event date, cause of the flip, troubleshooting, and concomitant medications were not reported but requested. Should additional information be received a supplemental report will be filed.